Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "pain and swelling in breasts," "closing insert in the posterior portion and radial pleats on the left." Later it was also reported "severe pain in her breast stitches¿, ¿itching¿ and ¿contractures in the prostheses". The device remains implanted